Manufacturer narrative:
Follow-up #1: date of submission 04/12/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: a review of the black box showed multiple 064 errors recorded. During investigation, the pump would indicate a valid rewind function; motor would not engage. A 064-0001 error would occur upon enacting the load command and the motor did not engage. The pump motor was removed and an internal motor failure was confirmed during testing. A test motor was installed and functioned normally in the returned pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.